Event description:
The complainant reported a 65-year-old male patient with post-cardiotomy cardiogenic shock was implanted with a impella 5.5 for mechanical circulatory support. The complainant reported a high purge pressure alarm. The purge cassette was changed with no resolution. Medical staff applied the tissue plasminogen activator protocol to resolve the issue. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Product was not returned for investigation. Data logs show a gradual rise in purge pressure over two hours with purge pressure high alarms. This trend continued for 14 hours before returning to normal specification limits. The doctor initiated tissue plasminogen activator after observing the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial. Added- b5 and d6b f6/f8 should have been left blank in the initial report.

Event description:
Pump explanted and the patient survived.